Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited scratch on acoustic lens extending down to the glue layer. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the scratch on acoustic lens is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.